Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at work experienced loss of consciousness. It was unknown what the cgm device was displaying at that moment. An ambulance was called and when a fingerstick was taken by the paramedics, the blood glucose reading was 34 mg/dl. It was unknown what the cgm device was displaying at that moment. The paramedics gave the patient intravenous dextrose, and after a few minutes the patient regained consciousness. The patient asked the paramedics to check his dexcom app, and it was noted that this showed a signal loss. The patient stated that this was less than 1 hour from the time he passed out. The patient was given orange juice, and was brought to the hospital. At the hospital the patient was treated with intravenous fluids, and was given crackers. No further medication was reported and the patient was discharged after 1 to 2 hours. The cgm device was still saying signal loss at that time and the sensor was removed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.